Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. We are unable to provide the complete unique identifier (UDI) at the time of the submission of this report, as it was not yet available. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that during a left atrial appendage closure (laac) procedure, a versacross connect laac was selected for use. During transseptal, tenting was confirmed but puncture could not be performed even after energization was performed several times (about 5 times). Therefore, it was replaced with another lot of the device for cable and wire replacement. No patient complication reported. The device is not expected to be returned for analysis (discarded).